Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an unexpected restart alarm. The customer stated the alarms had been recurring for the past three months. The customer's blood glucose was 73 mg/dl. The customer's alarm history showed several unexpected restart alarms occurring. The customer stated the alarm occurred after a new battery insert. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
No unexpected restart alarms were noted during testing. No unexpected pump restarts or reset time/date anomalies noted. The pump was received with normal operating currents, and passed the functional testing. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window and a cracked case at the reservoir tube window corners.